Event description:
It was reported that, "after the block had been pinned, the surgeon began to saw through the captured slot. One side of the slot then came detached from the main body of the block. The surgeon finished his cut without further incident."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.